Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that intermittently the system would lock up. There was no patient injury or death reported.